Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, autoimmune disorder, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5086285) that a female patient of unknown age who underwent breast implant surgery procedure with unspecified mentor gel implants on (B)(6) 2009, experienced breast implant rupture (unknown side) post-operatively. It was also reported that the patient developed capsular contracture baker grade iii associated with left breast implant. The patient also experienced autoimmune disorder (patient reported: autoimmune issues, breast implant illness, skin bumps, ache, sharp pains in bottom of left breast , itchiness, migraines, neck pain, swollen lymph-nodes, fluid movement and sloshing over the heart, brain fog, pain, red hazy eyes, bloodshot, burning eyes, blurry vision, gas bubble, unexplained and consistent weight gain, bloated and distended stomach, hair falling out in clumps, burning sensation in breasts, consecutive staph infections, tightness and constriction in chest, heart palpitations, shortness of breath, frequent nosebleeds, night sweat, insomnia, burning eyes, dry mouth, gastrointestinal issues, low libido and head tremors). As a result, the patient had undergone breast implant removal (B)(6) 2014. This medwatch form is for the left breast prosthesis.